Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out the device stop pacing when the pocket was opened. The patient had no underlying rhythm, and pacing was inhibited for a while before pacing was re-established via a temporary wire. During the procedure the physician was using diathermy and believes he touched the device. The new device was implanted successfully and the patient was well and unharmed.